Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age& gender unknown) the device's one step pacing cable was damaged and unable to attach electrode pads. Complainant indicated that the clinician obtained another device to continue treating patient. Complainant indicated that there was no adverse effect to the patient due tot he reported malfunction.